Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: "patient complaining of pain post operatively, discovered to have faulty cannula that leaked IV fluid and blood from the injection hub part of the faulty cannula."

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: "patient complaining of pain post operatively, discovered to have faulty cannula that leaked IV fluid and blood from the injection hub part of the faulty cannula."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.